Manufacturer narrative:
(B)(4). Batch # j5gl9p. Photographic analysis: based on the photo evidence of the subject long45a loaded with a tr45w cartridge, the photos are consistent and confirm the event description. The analysis showed that the long45a device was received in good visual condition and with a tr35w cartridge loaded on the device. The tr45w cartridge was received partially fired 1/10 and with the cartridge lockout tab normal. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that the cartridge was not loaded correctly into the device or the cartridge was loaded correctly and while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device, solid structure or an organ resulting in the cartridge to partially disengage from the channel. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic roux-en-y gastric bypass procedure, during the firing on the jj with a white load, the surgeon closed the trigger with ease and fired the stapler. The reload was pushed out the distal end of the stapler. Upon inspection, it was noted that three individual staples were fired at the proximal end of the reload into the tissue. The tissue was not cut. The case was completed using a second like device and white reload. There were no patient consequences reported.